Event description:
It was reported that during a da vinci-assisted inguinal hernia bilateral surgical procedure, the surgeon was not able to fully articulate the instruments being used on universal surgical manipulator (usm1). The customer attempted multiple (known good) instruments on usm1 with the same issue. The customer removed the drape and noted that one of the sterile adapters would not spin. The customer stated that the silver input cog could be spun freely. The surgeon continued using usm2 and was not able to e-stop the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found damage to patient side manipulator (psm1) and replaced the psm 1. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psm 1 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to be confirmed during visual inspection. The a4 mechanical cable will be replaced as a fix. No image or video was available for review. A review of the site's system logs for the reported procedure date was not conducted by technical support when the customer called for troubleshooting assistance as there were no associated logs related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6)2022 on system sh0055. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the surgeon was not able to fully articulate the instruments being used on the psm 1. The customer switched to psm 2 to continue with the procedure. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.